Manufacturer narrative:
Device not explanted.

Event description:
On (B)(6) 2018 a perceval pvs25 was implanted as part of the persist-avr study. On (B)(6) the patient had arrhythmia and conduction disorders, av block iii, resulting in a pacemaker implant. The event was reported as resolved and the patient was discharged on (B)(6) 2018.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive a permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation, this event is therefore a known, inherent risk of the procedure; however, the root cause of this event remains unknown. As the device remains implanted no further investigation is possible at this time.